Manufacturer narrative:
Analysis of the catheter, model# 8781, lot# n406106003, found no significant anomalies. Some foreign material was seen at the distal tip (inside most distal lumen) of the catheter prior to decontamination. After decontamination, there was no occlusion upon patency testing. (B)(6).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It was reported the patient had medical history was head injury, other (cerebral hemorrhaging, cerebral infarction. Additional physician comments stated the "csf connection might have been faulty at the cervical vertebrae to the thoracic vertebrae level" (also interpreted as "csf reflux might have been faulty at the cervical vertebrae to the thoracic vertebrae level").

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, lot# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8781, lot# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a (B)(4) manufacturer representative (rep) regarding a patient who was receiving gabalon intrathecal (unknown concentration, daily dose of 590 mcg) via an implantable pump for cerebral hemorrhage. Starting in (B)(6) 2016, the patient experienced worsening spasms/increased spasticity of their upper and lower extremities. Despite the dosage being adjusted, the patient had not recovered. On (B)(6) 2015, a catheter contrast study and rotor study were conducted. The catheter contrast study led to a suspicion of catheter trouble because of insufficient drug absorption from the catheter access port (cap) as well as insufficient contrast effects. The rotor test confirmed the pump's operability was normal. The attending physician comments stated, "the possibility of some sort of device trouble is suspected". Additional information was received on (B)(6) 2016. It reported the patient experienced weight loss due to aggravation of spasticity occurred on (B)(6) 2015. On (B)(6) 2016, "effects were observed during screening". There was no diffusion in the upper of the contrast agent delivered. As aggravation of spasticity was not resolved afterwards, the catheter was replaced on (B)(6) 2016. While the catheter was extracted, tissues were "apparently adhered to around the cathetertip". The details of the actual product of complaint stated, "the catheter malfunctioned".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.